Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure, the system would not boot up when the power was on. The icon ¿no signal¿ was indicated on the screen and the fan was turning. The site replaced the computer with a different one that the site had on hand, but the issue persisted and the icon ¿no signal¿ was still indicated and the computer could not be rebooted and this time the fan was not turning. The computer was replaced with another one again and returned to normal. The site stated that the initial computer was damaged and requested the backup computer to be evaluated. The surgeon completed the procedure without the use of navigation. There was a delay to the procedure of 20-minutes. There was no reported impact on patient outcome.